Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had generated a red alert due to an out of range pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Following the alert, the measurement was observed to be within the normal limits. No adverse patient effects were reported.

Event description:
Additional information was received stating red alerts are still being generated for this system due to the out of range pacing impedance measurements on the right ventricular (rv) channel. The patient will continue to be followed on a monthly basis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.